Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspects that the tail of a 2.0 prolene suture punctured the implant."

Event description:
Healthcare professional reported "suspects that the tail of a 2.0 prolene suture punctured the implant". Patient contact occurred. Device was explanted.